Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter readings. Reportedly, the cgm bg reading was 88 mg/dl, and the meter bg reading was 132 mg/dl. Second readings were cgm bg 107 mg/dl and meter bg reading 171 mg/dl. Customer was able to receive accurate readings with the second sensor. No additional patient or event information was available. A root cause could not be determined.